Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a mid-urethral tape placement on an unknown procedure date. According to the complainant, after the procedure, the patient developed a recurrent vaginal mesh exposure as manifested by pain and dyspareunia. Subsequently, partial removal of vaginal mesh (5cm) was performed. Reportedly, the excised portion of mesh was sent to microbiology and histology department. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.